Event description:
Facility director of nursing reports that the medline 100% silicone 3 port gastrostomy tube middle port is not holding up. It is not secure, will not clamp and has cracked. This has happened several times causing the g-tube to be replaced frequently.